Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that in about 2001 and 2008 the pt was implanted with "transvaginal mesh products," to treat stress urinary incontinence or prolaps. "After, and as a result of implantation," the pt experienced pain, erosion of internal tissues and other injuries. Also, the pt has undergone, "multiple surgeries and revisionary procedures." The alleged ams mesh device has not been identified to-date.